Event description:
It was reported that the hinge or housing broken. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2- foreign- belgium. Review of the most recent checklist determined the hinge was cracked and a locking latch was missing. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.